Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent low glucose readings while using the ilet system, with time-in-range reduced and a notable percentage of low and very low values, and the customer was unreachable after multiple outreach attempts; potential issues noted included meal adaptation due to spacing and possible infusion set problems. Symptoms included hypoglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included customer contact attempts to gather additional information for assessment. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no confirmed device malfunction and no confirmed component failure; user technique factors such as meal spacing or infusion set issues were considered but not verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.